Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse). The pre-use check issue could be confirmed during the on-site investigation. The issue was resolved by cleaning and reseating the expiratory cassette. No parts were replaced or returned for investigation. The pre-use check failures could be confirmed by the review of the received device logs. No more problems regarding this device have been reported since the troubleshooting actions at the hospital were performed by our fse.

Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).